Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-aug-2017 UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since patient has had his new battery installed they moved leads a little bit and now is having pain in the tail bone region and were able to do some programming like the old device and left in the same program in. However it's not covering the new region of the pain. A discussion is underway about when to meet with the covid going on. No further complications were reported. Additional information was received from the rep. It was reported that no mention of leads having moved was made to the rep.  When rep did a check on patient (B)(6) 2020, patient told rep that he had more ¿tailbone¿ pain, the only surgery was battery change on (B)(6) 2020. Patient's weight at the time was unknown. Last programming was done on (B)(6) 2020, patient was happy with coverage. The provided information was confirmed with the physician/account. No further complications were reported.

Event description:
Additional information was received from the patient. The patient reported that they were told the electrodes were moved a bit lower during implant of new batteries. The patient reported that the old battery was running out as circumstances that led to the event. The patient was awaiting to meet with a manufacturer¿s representative (rep) for reprogramming. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# va0byha014 implanted: 2013-10-21 explanted: product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2013 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2013, product type: lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was reprogrammed with the rep on friday, (B)(6) 2020. Issue not resolved at this time and still to be determined.